Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. On (B)(6) 2021 the customer received low blood glucose results of 30 mg/dl and 45 mg/dl. No symptoms were reported with the low results. The customer's father continued to administer insulin even though blood glucose results were low. The customer did not have any adverse reaction to the insulin dosage. On (B)(6) 2021 the customer was dizzy, had frequent urination, and went into a coma. The customer's parent's transported her to the hospital. Upon arrival at the hospital the customer received a blood glucose result of approximately 500 mg/dl. The customer was admitted into the hospital and treated with an unknown oral diabetes medication. The caller alleged that the customer's performa system was giving erroneous low results. The customer was hospitalized for one day.